Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is forcefully retracted against resistance, damage such as a fracture may occur. Evaluation of the returned 3maxc confirmed that the catheter was fractured. If the 3maxc is forcefully advanced at an extreme angle, damage such as a kink and subsequent fracture may occur. Stress marks were present near the fractured location indicating the fracture was likely the result of a kink. Further evaluation revealed a kink in the proximal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00225.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00225.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc), and non-penumbra hemostasis valve (hv). During the procedure, while advancing the 3maxc and jet7 through the hv, the 3maxc became fractured near the hub. Subsequently, the physician attempted to retract the 3maxc together with the jet7 out from the hv to remove them; however, the jet7 became fractured. Therefore, both the 3maxc and jet7 were not used for the remainder of the procedure. It is unknown how the procedure was completed or if there was any adverse effect to the patient.